Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer's blood glucose level was over 400 mg/dl. Troubleshooting for no delivery was performed. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised they were reporting a past event and had already changed out their set and reservoir. Customer went through 5 different reservoirs and infusion sets. Customer declined to send back the reservoir and infusion set.